Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. Review of the manufacturing records did not reveal any manufacturing deviations or anomalies. The device fracture was due to material fatigue. The investigation could not draw any conclusions about the root cause of the fatigue; however, the patient had little distal femur stock, which could result in poor support for the implant and an increased stress level, initiating the fatigue and eventually causing its fracture. No material defects were observed on the fracture surfaces. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
User facility report rec'd from hosp indicates pt was revised to address loosening of the tibial and femoral components. It was reported that x-rays showed periprosthetic fracture of the medial femoral condyle. Infection was also suspected, but cultures were (B)(6).